Event description:
The report indicated that poor oxygenation transfer was noted at the beginning of bypass. The device was changed out with no reported pt compromise. Following co's complaint analysis, the reported event could not be confirmed.